Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the device worked intermittently. It was determined that the device failed pretest for check the battery case coupling; check for compatibility between colibri/small batter drive (sbd)and colibri ii/sbd ii; and check for the function with electric pen drive-console. During repair, it was observed that the electronic control unit (ecu) was intermittent and the motor made an unusual noise. It was determined that the issues were consistent with normal wear. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device was working intermittently, and the electronic control unit (ecu) was also intermittent. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.